Event description:
Pt reported that she inserted the sensor into her tattooed abdomen on (B)(6)2010 and successfully wore the sensor for seven days. Pt did not have any signs of infection or allergic reaction during the seven-day session. Following removal of the sensor, pt stated that she experienced "a raised, red, hard ball of scar tissue twice the size of the sensor that has not healed." Pt stated that she sought the advice of her physician, but did not follow the prescription for antibiotics due to being allergic to most antibiotics. Pt reported similar incidents with two other sensors during her call to dexcom technical support on (B)(6)2010. This is MDR 1 of 3 for that call (see MDR 3004753838-2010-00133 and -00134). Pt inserted a fourth sensor using neosporin and has not had any signs of infection or allergic reaction using this technique.

Manufacturer narrative:
Dexcom confirmed that this lot of product was properly sterilized prior to shipment. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.